Manufacturer narrative:
Blocks a2-a5: patient information was provided. Blocks b6 & b7: patient information regarding relevant tests/laboratory data and medical history were provided. Block d10: concomitant devices were provided.

Manufacturer narrative:
Block h6: added codes 4721 (rod/shaft) and 2199 (no health consequences or impact). Corrected investigation findings code from the initial MDR from 3243 (stress problem identified) to 3252 (fracture problem).

Manufacturer narrative:
Internal reference: (B)(4) this case was reviewed and investigated according to the manufacture¿s policy. Attempts to obtain the information has not been successful. Attempts to obtain the information has not been successful. Suspect products: not applicable for this device. Implant, explant, and device evaluation dates: not applicable for this device. Country is (B)(6). The record's reportability decision was incorrectly documented on the record following identification of the malfunction. Subsequently, this MDR is being submitted late. (B)(4). Remedial action/removal number: does not apply to this submission.

Event description:
It was reported that during a coronary procedure inside the body during measurement post normalization, the manufacturer's wire was advanced through the vessel when the physician noticed a loss of trackability and crossability with the guide wire. Upon removal, the tip was damaged and frayed, but remained in one piece. The procedure was successfully completed with a second manufacturer's wire. No patient injury reported. The returned device was visually and microscopically inspected. The distal coil was stretched, the core wire was broken in two parts, and sharp edges of the core wire was detected, but no missing parts were observed. This product problem is being submitted because a broken core wire with a sharp edges has a potential for harm if the malfunction were to recur.